Event description:
It was reported that during surgery to implant the interbody cage, the implant distraction plug appeared to bend while expanding the cage. It appeared that the plug did advance but did not look right once distraction was complete. The surgeon decided to leave the implant in place. There were no patient complications associated with the event.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacture for evaluation.